Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the svc impedance spiked to 167 ohms and had fluctuated for two weeks. Later a manual measurement showed svc impedance greater than 200 ohms. Hvb impedance was elevated slightly but otherwise stable. It was further reported that there was noise seen with arm movements and a conductor fracture near the clavicle was likely. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but there was outer overlay tubing environmental stress cracking and outer insulation depression; proximal segment returned and analyzed.

Event description:
It was reported that the svc impedance spiked to 167 ohms and had fluctuated for two weeks. Later a manual measurement showed svc impedance greater than 200 ohms. Hvb impedance was elevated slightly but otherwise stable. It was further reported that there was noise seen with arm movements and a conductor fracture near the clavicle was likely. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.